Manufacturer narrative:
This investigation is ongoing.

Event description:
The initial reporter received questionable mg2 magnesium gen.2 results for seven patients with the cobas 8000 cobas c 502 module. Sample 1: (B)(6) the initial result was 4.7 mg/dl and the repeated result was 2.4 mg/dl. Sample 2: (B)(6) the initial result was 4.6 mg/dl and the repeated result was 2.4 mg/dl. Sample 3: (B)(4) the initial result was 4.0 mg/dl and the repeated result was 1.8 mg/dl. Sample 4: (B)(6) the initial result was 3.9 mg/dl and the repeated result was 1.5mg/dl. Sample 5: (B)(6) the initial result was 3.9 mg/dl and the repeated result was 1.4 mg/dl. Sample 6: (B)(6) the initial result was 3.9 mg/dl and the repeated result was 1.6 mg/dl. Sample 7: (B)(6) the initial result was 4.5 mg/dl and the repeated result was 2.0 mg/dl. The questionable results were reported outside of the laboratory. The repeated results were run on another c502 serial number (B)(4) and were deemed correct. The reagent lot number was 503531401 and the expiration date was 31-may-2022.

Manufacturer narrative:
The field service engineer (fse) was dispatched and performed adjustments. The fse was notified by the customer that they found and removed a piece of plastic lodged in the reagent probe. The customer's calibration and qc recovery were found to be acceptable. Based on the available data, a general reagent issue could be excluded. The instrument alarm trace contained multiple sample short and abnormal aspiration alarms on the day of the issue. The investigation determined that the issue found by the customer was the root cause of the event.